Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior vaginal wall mesh procedure performed on (B)(6) 2017. According to the complainant, after the procedure, the patient experienced urinary retention. Subsequently, self-catheterization was necessary until the fourth postoperative day. Five days after the operation, the patient's urinary retention was relieved naturally and urination become possible without any residual urine. Reportedly, after that, the patient was cured.